Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor's being unable to locate and depress settings tab for low-speed setting while attempting program of device could not be confirmed as the unit was not returned for evaluation. A product return request letter was sent to the customer's site in an attempt to retrieve the device. Correspondence sent to the customer site indicated the complaint file would be closed if the device was not returned for evaluation by 16jun2017. To date, the product associated with the event has not been returned, and the complaint file will be closed accordingly. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clinician was unable to locate and press the buttons in the settings tab of the system monitor for low-speed setting while attempting to program the device. The clinician accessed the settings profile and attempted to adjust the fixed speed and the low-speed limit. For both settings, when the button to gain access to adjust the speed was clicked, there was no "increase", "decrease", or "enter" buttons where there normally were. When the clinician touched the screen when the buttons usually were, the speed adjusted appropriately. Multiple attempts were made, but the buttons never showed up where they normally were. There was an "increase" button at the very top of the system monitor screen hovering over two other buttons, but that button did not respond at all when pressed. The system monitor was taken out of service.